Manufacturer narrative:
The device is not being returned but photographic evidence was provided that confirmed the reported problem. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 12 complaints regarding 32 devices for this device family and failure mode. During the same time frame 9,627,700 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .000003. Per the instructions for use, the user is advised the following; to prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The facility reported on behalf of their patient that the 400-2100, grounding pad, caused 2nd to 3rd degree burns on the patient's left lateral thigh. This occurred during a right total knee arthroscopy on (B)(6) 2019. The surgeon did note that during the procedure the esu did not seem as powerful as normal. The settings used were 50cut/50 coag. The burn was noticed after the procedure was completed when the surgical staff went to remove the pad. The patient was treated with cilvidine cream and daily dressing changes. The current status of the patient is good. The surgeon is arranging for the patient to have a consult with a plastic surgeon for possible skin grafting. The patient did have excessive hair at the pad site that was not shaved nor prepped with any type of solution. The pad was also placed in a parallel position instead of the recommended perpendicular position. This report is being raised due to patient injury of 2nd-3rd degree burn.